Event description:
During the process of sewing up the patient, the eyed portion of the needle broke. All of the needle was found and retrieved without event.

Manufacturer narrative:
The product was not returned to aspen for evaluation.